Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) customer care specialist in our (B)(4) office that the gas inlet port of an rd900aeu neopuff infant resuscitator had broken off. This was noticed after use on a patient. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the returned neopuff device was visually inspected for a broken port and other external damage. Results: the hospital reported that the gas inlet port of the neopuff device had broken off. Inspection of complaint device revealed that the said port appeared to have sheared off its manifold. No other damage was observed. Conclusion: the neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. The hospital staff confirmed that the gas inlet port of the neopuff had broken off due to impact. A broken gas inlet port will render the neopuff device unusable. The neopuff unit was put into hospital service after the panel and valve assembly were replaced.